Manufacturer narrative:
H10.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. The customer reverted to manual injections for insulin therapy.